Event description:
The customer reported that while the unit was in use on a pt, the ECG trace flatlined and the pressure trace was missing. The customer was able to adjust the display to enable the pressure trace to appear. The pump and all other functions operated properly. Therapy was continued. No pt injury was reported.